Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced, and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit could not be started, and the technical service notice showed on the screen. There was no reported patient involvement.